Manufacturer narrative:
Product analysis: the stylus and cursor were confirmed to be misaligned, and the display overlay was found to be broken. The overlay was replaced, and the stylus was calibrated. The floppy drive was confirmed to be damaged, with the metal portion of the disk lodged inside. The drive was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. It was noted that the issue arose after the service disk was used. It was further reported that the disk was stuck in the floppy drive and, when removed, the metal portion of the disk remained in the drive. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.